Manufacturer narrative:
The product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other similar complaints reported in the lot number. (B)(4).

Event description:
A nurse reported that during an intraocular lens (iol) implant procedure, the iol dropped to the posterior chamber due to the bag ruptured. The surgeon is not sure when the bag ruptured. A vitrectomy was done to remove the dropped iol and a different model iol was used. Additional information was provided that the patient is well.

Manufacturer narrative:
The lens was returned taped to the bottom of the lens case base. Solution was observed on the lens. Both haptic are slightly bent in the gusset and distal area. The optic is cut into two portions, typical of insertion and removal. Product history records were reviewed and the documentation indicated the product met release criteria. The customer indicated the use of a qualified cartridge, handpiece and viscoelastic. Cartridge and handpiece product history record could not be reviewed because the facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause for the pc-tear and subsequent shifting of the iol. Information was provided that the report should be complication during the surgery, capsular bag ruptured and iol dropped to the posterior part of the eye. Complication not caused by our product. (B)(4).